Event description:
It was reported by the patient advocate, of the patient with this pacemaker, that their remote communicator displayed a red call doctor icon. Technical services (ts) referred the patient to the clinic for further assistance. Later, it was found that there was no further information about the alert because the communicator was not able to connect with the device due to unknown reasons. No adverse patient effects were reported. This device remains in service. Additional information indicated that the remote monitoring was disabled due to the limited battery capacity. Technical services (ts) found that the device reached the elective replacement indicator (eri). This device had been implanted for more than 10 years. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Follow up 1 (additional information): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient advocate, of the patient with this pacemaker, that their remote communicator displayed a red call doctor icon. Technical services (ts) referred the patient to the clinic for further assistance. Later, it was found that there was no further information about the alert because the communicator was not able to connect with the device due to unknown reasons. No adverse patient effects were reported. This device remains in service.